Event description:
On (B)(6) 2012, the patient contacted animas reporting that her blood glucose levels have been elevated in the 300-500 mg/dl range since (B)(6) 2012 morning, with symptoms of feeling tired, nauseated, and had a headache. The patient changed the infusion set on (B)(6) 2012 morning, and then changed the infusion site later that night. She stated that her blood glucose level was 500 mg/dl on (B)(6) 2012 night. The patient administered a bolus with the pump during the night and she woke up with a blood glucose level of 387 mg/dl. The patient then administered insulin shot and her blood glucose level went down to 172 mg/dl by 10:30am on (B)(6) 2012. The patient did not receive any other forms of treatment. The patient reported she was on vacation when she obtained the elevated blood glucose levels and admitted to eating differently, being more stressed, and changing her activity levels. The animas customer support (cs) reviewed the pump with the patient over the phone. The patient reported that the pump settings were programmed as desired and the bolus history was correct. According to the pump history, the pump had zero basal rates on (B)(6) 2012, which were not explainable. The patient denied having issues with elevated blood glucose levels on (B)(6) 2012. There was no indication of a pump malfunction associated with insulin delivery based on animas cs troubleshooting. There was also indication that the patient's stress levels and change in diet/activities could have contributed to the elevated blood glucose levels. However, this complaint is being reported because the patient reportedly experienced blood glucose levels as high as 500 mg/dl while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/20/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. No alarms or warnings occurred during testing. A force sensor calibration test confirmed the sensor is detecting correct force. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A loss of prime was induced and pump gave appropriate visual and audible "pump not primed" alert. An occlusion was induced and pump gave appropriate visual and audible "occlusion" alert. Pump was opened and no damage found to force sensor circuit.